Event description:
On 05 may 2009, the sales rep reported that the instrument broke in surgery. Additional information received via telephone on 02 jun 2009. The sales rep reported that the surgeon was doing a revision surgery for removal of hardware. The sales rep was not present when the drivers broke. The sales rep reported that the surgeon had engaged the prongs on the screw for removal but did not fully engage the outer sleeve and that is when the prongs broke. The surgeon was able to finish the case with the other drivers. All the pieces were retrieved. There was no surgical delay.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Device manufacture date is unknown. Eval is pending.